Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels would jump around due to erratic flow offsets, and large internal leak rates that triggered the device's check patient circuit alarms. The reported issue could result in lower than expected vte levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels jumping around due to erratic flow offsets, and large internal leak rates which triggered the device's check patient circuit alarms was confirmed. Ventec replaced both the internal flow transducer (ift) and external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift and efm.